Event description:
It was reported that an ilet user experienced hyperglycemia with a confirmed capillary glucose of 410 mg/dl while the dexcom g7 displayed high readings, and the user reported delayed insulin correction delivery despite elevated glucose for more than 30 minutes after drinking cocoa without announcing the meal and with intermittent cgm signal. Symptoms included hyperglycemia. Outcomes included no hospitalization and completion of troubleshooting and education for high glucose management. Investigation included review of device performance with user-reported cgm connectivity variability, assessment of infusion site status based on user feedback, and confirmation of high glucose via glucometer. Investigation of this case revealed that no site leakage was perceived by the user and no device alarm or malfunction was reported, with the event likely influenced by an unannounced carbohydrate intake combined with intermittent cgm data affecting automated dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.